Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the atrial sensitivity of the external pulse generator (epg) was out-of-specification; the epg passed all automated and bench testing with no anomalies observed. It was noted that the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial sensitivity of the external pulse generator (epg) was out-of-specification. The epg has been returned for repair. There was no patient involvement.